Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: patient information - ni. Date of event - ni. Device product code - ni. Expiration date - ni. Date implanted - ni. Initial reporter - ni. Manufacture date ¿ ni. This report is number 2 of 4 mdrs filed for the same patient (reference 0001822565-2017-01057, 0001822565-2017-01058, 0001822565-2017-01059, & 0001822565-2017-01060).

Event description:
Patient has been indicated for revision due to unknown reason. No additional information provided.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this event is not reportable. The initial report was submitted in error and should be voided.